Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the wire appears to have split and a small part of the wire tip has lodged under the skin of the patient. Patient has no pain from this". Multiple attempts for additional information requested to the customer has been unsuccessful.

Manufacturer narrative:
(B)(4). The reported complaint of swg separated is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported that "the wire appears to have split and a small part of the wire tip has lodged under the skin of the patient. Patient has no pain from this". Multiple attempts for additional information requested to the customer has been unsuccessful. Additional information received 07/19/2022 stated that "they did try to retrieve the wire tip but was unsuccessful. The patient is fine, with no complains or pain and was discharged that day". Further information provided stated that "the consultant (physician) said it was not the fault of the device at all and it was pervious scar tissue that caused the issue". No further information received.